Event description:
Customer reported having a blood glucose level was 376 mg/dl the morning of the call. Customer stated that he did not think the insulin pump was delivering insulin properly. Troubleshooting showed that the insulin pump was functioning properly, but the cannula was occluded. Blood glucose level was 403 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.